Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during ICD change-out, an alert was noted on the impedance graph while measuring high voltage lead impedance. Suspected problem with svc coil. The pocket was opened and after confirming the lead was properly connected to the device header, the svc coil was programmed off. The lead remains implanted. Patient condition is good.